Manufacturer narrative:
The abbott field service representative (fsr) was dispatched the account and found the wash cup (part 7-205314-01) was leaking due to loose tubing. The tubing was reconnected, the wash cup and drain line were cleaned. The fsr verified the instrument operation and determined the wash cup itself to be the likely cause for the issue. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, a labeling review, and an instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified. On march 22, 2017 after further evaluation, the suspect medical device was changed from the reagent (clinical chemistry creatinine list number 03l81-22 lot number 25808un16) to analyzer (architect c4000 analyzer list number 02p24-40 serial number (B)(4)). Both list number 03l81-22 and list number 02p24-40 are manufactured by the same site.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine results while using clinical chemistry creatinine reagents. The following data was provided (mg/dl). Initial 2.87, repeat 0.60 (same specimen), repeat 0.57 (using another specimen) the patient was admitted to the emergency room due to the initial elevated result. The patient received an imaging test, however the type of test was not provided. The patient is an (B)(6) child that had been diagnosed with leukemia and had been taking the following medications; however the medications were not started or stopped because of the elevated creatinine result. Voriconazole (300 mg every 12 hours, taken since (B)(6) 2016), methotrexate (5000 mg , the last dose was taken (B)(6) 2017), ondastrenon (unknown dose, the last dose was taken (B)(6) 2017). No adverse impact to patient management was reported.